Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filled on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that starting about 1 week ago he noticed the skin close to the stoma had become reddened in a ring about 2 to 3 cm across. He said it burned when it was being cleaned. He has been doing work he is not accustomed to doing and agrees that there may have been some movement of appliance that is not usual. His wife applied barrier spray. Discussed using white vinegar and tap water soak also how to use protective powder. He will contact his doctor if there is no improvement in the next week. Advised to moderate activity if possible. The patients subsequent outcome was not noted.